Manufacturer narrative:
On august 14, 2020, the mentor failure analysis lab received the device for evaluation. On september 1, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear located at a junction at the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2020, mentor became aware that the incorrect suspect medical device serial number was provided in the initial report. The correct serial number has been populated in section d 4. Serial: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (left) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9454900 sn: (B)(4)and (right) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 9454900 sn: (B)(4).